Manufacturer narrative:
Date of explant is approximate. Investigation summary with all the available information, boston scientific concludes that the visual examination of the device did not identify any leaks in the returned components and the funcional testing showed that the device performed within specification; therefore, the reported allegation of urinary retention was unable to be confirmed. The reported patient symptom is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The visual examination of the cuff did not identify any leaks in the component. Functional testing of the cuff showed the component performed within specifications. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom urinary retention was found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary retention with his artificial urinary sphincter (aus) device, 11 days after implant. The patient underwent a surgical procedure to resolve the issue. All components were explanted and replaced. There were no patient complications.

Event description:
It was reported that the patient experienced urinary retention with his artificial urinary sphincter (aus) device, 11 days after implant. The patient underwent a surgical procedure to resolve the issue. All components were explanted and replaced. There were no patient complications.